Event description:
It was reported that venflon I 18ga 1.2 mm x 45mm packaging had poor perforation. This occurred on 250 occasions. The following information was provided by the initial reporter: feedback from customer ( sub stockiest ) reg venflon I packing is not good ( new packing ). Both the sides open, not closed both the sides with tape or plaster. Cannulas are dropping from the carton on pick up from the case box, very inconvenient.

Manufacturer narrative:
H6: investigation summary: the photos were received by bd for evaluation. A quality engineer was able to review the photos of venflon I from lot # 1101912 regarding item #391593 with the reported issue that ¿packing is not good ( new packing ) both the sides open¿. No samples and two photographs have been received from the customer and were used for investigation of the reported defect. The investigating team also used the retention samples of material code 391593 and lot number 1101912 for investigating the reported defect. The DHR of material number 391593 and lot number 1101912 to check for any quality notification and no quality notification was recorded on this lot. Based on the photographs shared by the customer, the defect is confirmed. H3 other text : see h10.

Manufacturer narrative:
(B)(4). Investigation summary: the photos were received by bd for evaluation. A quality engineer was able to review the photos of venflon I from lot # 1101912 regarding item #391593 with the reported issue that ¿packing is not good ( new packing ) both the sides open¿. No samples and two photographs have been received from the customer and were used for investigation of the reported defect. The investigating team also used the retention samples of material code 391593 and lot number 1101912 for investigating the reported defect. Based on the photographs shared by the customer, the defect is confirmed. As an action plan a scar was raised to the supplier of the material. The supplier has made the following correction: ¿reference quality problem of ¿center locking¿ found in bd venflon ¿ ii (8000000) and our team taken this seriously. Our team thoroughly checked cutting die/tool for dimensions with the kld shared to us with graphics/artwork and found the die/tool correct for dimensions. Also carton samples checked & formed physically and found corner locks & center lock ok.¿ complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the samples and/or photo(s) received the investigation concluded that bd was able to duplicate or confirm the indicated failure. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that venflon I 18ga 1.2 mm x 45mm packaging had poor perforation. This occurred on 250 occasions. The following information was provided by the initial reporter: feedback from customer (sub stockiest) reg venflon I packing is not good (new packing). Both the sides open, not closed both the sides with tape or plaster. Cannulas are dropping from the carton on pick up from the case box, very inconvenient.